Manufacturer narrative:
Batch review performed on 10 feb 2026 lot 2348635: (B)(4) items manufactured and released on 09 apr 2024. Expiration date: 14 mar 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported event during the period of review. Lot 2419271: (B)(4) items manufactured and released on 15 jul 2024. Expiration date: 01 jul 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported event during the period of review. Lot 2410941: (B)(4) items manufactured and released on 28 may 2024. Expiration date: 12 may 2029. One anomaly was recorded; however, it was not related to the problem under review. To date, (B)(4) items of the same lot have been sold, with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery was performed 1 year and 2 months after the primary procedure due to infection. The pathogen was unknown. The surgery was completed successfully.